Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an issue starting the sensor session. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be sensor expiration. The reported event of a sensor session not starting is reportable based on the finding of a sensor expiration. No injury or medical intervention was reported.